Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 13:14:02. During night drain cycle four, the patient's ultrafiltration reading was 2279ml, indicating the patient drained 2279ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the iipv event was confirmed through the review of the event history logs. The cause was determined to be use error, inappropriate bypass of the drain, not including the initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.